Manufacturer narrative:
Technician found the unit in basement repair area. Found: brakes were setting but would swivel when pushed from side. Brakes worn. Replaced brake casters to resolve this issue.

Event description:
Complaint alleged that the brakes were broken. No injury reported.